Manufacturer narrative:
It was reported by the customer that allegedly a cot was forced into a powerload while out of position, resulting in the airway of the patient to disconnect for a brief period of time. As a result of the reported injury, a stryker qae reached out to the customer for more event details. The customer stated that the cot was unable to disengage from the powerload due to improper loading, resulting in the patient having to be transferred from the cot to a "hospital bed" while the cot was still engaged with the powerload. The interruption of the patient¿s airway happened during this transfer. The airway was reattached and no further treatment details were provided. As a result of the event, a visual and functional inspection was performed by a stryker field service technician. It was found that the inability to disengage cot from the cot fastener was not due to a defect with the cot. The user most likely did not correctly line up the cot with the powerload when loading. The issue was resolved for the customer by performing functional tests and returning the unit to service.

Event description:
It was reported that due to the cot being forced in out of position as the patient was being pushed towards transport position, the trach. Of the patient became disconnected for a brief amount of time.

Event description:
It was reported that due to the cot being forced in out of position as the patient was being pushed towards transport position, the trach. Of the patient became disconnected for a brief amount of time.